Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01634679 meter and test strips were returned for evaluation. No defect found. Most likely underlying root cause: mlc-20 user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 263, 203, 249, 190 and 234 mg/dl. Customer was performing back to back testing on same hand, different fingers. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/28/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 263 mg/dl, date: 4/29/2019, time: 8:22 am fasting; result 2: 203 mg/dl, date: 4/29/2019, time: 8:20 am fasting. Result 3: 249 mg/dl date: 4/29/19 time: 8:19 am fasting result 4: 190 mg/dl date: 4/29/19 time: 8:16 am fasting result 5: 234 mg/dl date: 4/29/19 time: 8:15 am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 263, 203, 249, 190 and 234 mg/dl. Customer was performing back to back testing on same hand, different fingers. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/28/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: (B)(6).